Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The device was returned for inspection where it was confirmed that the issue was due to exposed copper wires on the power supply. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time. The reported issue of device not charging would not be likely to cause serious injury or death as in the event of the device being unavailable, the user would likely have to obtain an alternate screening source. Although there was no reported injury with this event, if the report of a damaged power cord / supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.

Event description:
The customer reported that the vs100 would not charge and the power cord was frayed. This incident was captured under hillrom complaint ref # (B)(4).